Event description:
Patient was dispensed #14 cefepime 2gm in 100ml normal saline in the eclipse 100ml/200ml/hr devices. Patient returned 1 dose for replacement on (B)(6) 2015 as he tried to infuse that morning's dose and the eclipse did not fully deflate. Patient states he was hooked up to the medication with the clamp open for over 2 hours and when disconnected, there was not any medication dripping from the end but there was still medication left in the elastomeric device. The patient returned 3 more doses that did not fully deflate the following week. One defective dose was on (B)(6) 2015 am. Patient did not give specific date and time of other 3 defective doses but would have been the week of (B)(6) 2015 thru (B)(6) 2015. Patient stated that he would try to infuse the medication and would disconnect after 2 hours if it did not fully deflate.